Event description:
It was reported that the patient had the inflatable penile prosthesis that was implanted about 10 years ago, removed due to fluid loss. A new inflatable penile prosthesis consisting of 18 cm x 10 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.